Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode. The right ventricular (rv) lead exhibited oversensing-noise and pacing inhibition. While the patient was in the hospital the patient had another episode of syncope. The nurse reported that whenever the patient tries to sleep in a left lateral position the waveform changes and patient passes out. The lead is excepted to be replaced, but prior the, they physician plans to place a temporary pacemaker in the rv. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.